Event description:
A pt reported blood glucose results of "102 mg/dl" with a lifescan meter and "186 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips were replaced.